Event description:
Pt (patient) has multiple hrns episodes recorded. Egm (electrogram) vectors are lv1-rvc and rvc-can, device is programmed rvt-rvr for sensing and pacing. Episodes show activity on rvc-can but little is seen on lv1-rvc during the episodes and there is rapid vs markers seen during the episode. Pdd show that there has been a long history of single digit sic happening periodically, but no evidence that this has increased. Signal on rvc-can could be myopotentials or emi (electromagnetic interference), however there is no noise seen on lv1-rvc which suggests it's not emi. Having vs markers while the noise is visible on rvc-can could also be explained by emi or potentially a lead issue. Discussed with hcp (healthcare provider), that it's difficult to determine absolutely whether this is or isn't a lead issue with the data available. All lead impedance trends are stable. Suggested lead testing and programming the device so that it stores rvt-rvr egm during episodes and exchange that vector for the lv1-rvc. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).